Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert code. A request was made to have data from this device analyzed. Data analysis confirmed that the device appeared to be depleting prematurely. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.